Event description:
The biomed stated the head hi/low function is drifting down. He has replaced the head hi/low down, the s9 and the s10 valves but the issue remains.

Manufacturer narrative:
The accounts biomed stated he ordered a hydraulic manifold from an outside vendor (masterplan) and replaced it to repair the bed.